Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Customer stated that the blood glucose was 450 mg/dl at the time of incident and current blood glucose was 101 mg/dl. Customer stated that the high blood glucose was treated with the insulin pump. Customer experienced nausea, vomiting, not able to eat, drink and soar throat symptoms related to high blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. It was unknown if the auto mode smart guard feature was not active at the time of incident. Customer reported that the insulin pump will not be returned for analysis.